Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 26mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon ruptured occured. The 95% stenosed target lesion was located in moderately tortuous and severely calcified superficial femoral artery. A 3mm x 20mm x 144cm cayote es balloon catheter was advanced for dilatation. The balloon was initially inflated at 6 atmospheres. However, during the second inflation at 10 atmospheres, the balloon ruptured with a vertical crack. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon ruptured occured. The 95% stenosed target lesion was located in moderately tortuous and severely calcified superficial femoral artery. A 3mm x 20mm x 144cm cayote es balloon catheter was advanced for dilatation. The balloon was initially inflated at 6 atmospheres. However, during the second inflation at 10 atmospheres, the balloon ruptured with a vertical crack. The procedure was completed with another of the same device. No patient complications were reported.